Manufacturer narrative:
Lead a failed continuity and stress testing. Channel 6 was measured oped. Lead b has some broken wire observed and not tested due to broken wires. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2010. It was reported that the pt's pain has increased and the ipg cannot overcome the pain anymore. She has to recharge daily because her settings are so high and she has to turn it up all the way. Due to this issue, she elected to have the system removed. No further info is available at this time.